Event description:
It was reported that the drill has been broken. A piece remained inside the bone, the rest was removed. The patient was informed about this issue.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.